Manufacturer narrative:
(B)(4). Date sent: 06/21/2021. D4: batch#: t5cy2a. H6: component code = others (g07). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. The device appeared to be new and unused, with staples present and anvil with washer uncut. The device was visually inspected and fired into test skin, to verify the functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form and release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 06/07/2021.

Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date (03/16/2021). Batch # unknown. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: what were the indications for surgery? 2 colorectal cancers, one in the sigmoid and the other in the ascending colon. What surgical procedure was performed? Ileo-rectal anastomosis. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? None. What healthcare professional fired the device and what is his/her experience with the device? Surgeon fired. Very experienced. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Centre line (middle b). Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? I didn¿t re-tighten it as I was happy with the position of the indicator. Were there any issues with device use/firing? None. What confirmation was received that the device completed the firing sequence? Green check mark. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 x 360 degree turns. Was there any difficulty removing the device? None. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? Yes they were fine. Were there any issues noted with staple formation? None. Was a leak test performed? Yes. Was the staple line visualized endoscopically during the initial surgical procedure? Yes. How was the leak identified? 10 days post-op with a CT scan and raised crp. What was observed at the site of the leak upon reoperation? Small defect anteriorly in the suture line. How was the leak addressed? Anastomosis taken down. What is the current patient status? Recovering. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that patient had a post-operative leak at 10 days. She was performing a ileo-rectal anastomosis. No ischemia was evident, and she doesn't know why it leaked.